Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer piccolo device were reported in a research article in a subject population. Complications reported included tricuspid regurgitation, device embolization, patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "favorable procedural outcomes in lower versus higher weight premature infants undergoing transcatheter patent ductus arteriosus closure", was reviewed. This research article is a retrospective multicenter experience to evaluate procedural outcomes and adverse events between premature infants weighing <2kg and those weighing 2 to 5kg undergoing patent ductus arteriosus (pda) closure. The devices included in this study were mvp micro vascular plug, amplatzer piccolo occluder, amplatzer vascular plug ii, amplatzer duct occluder, and other unknown devices. The article concluded that procedural outcomes of transcatheter pda closure in premature infants are more favorable among smaller infants with higher success rates and fewer adverse events. [The primary and corresponding author was amr matoq, cincinnati children¿s hospital medical center, cincinnati, ohio, with corresponding e-mail: amr.matoq@cchmc.org.]. This study included patients who underwent transcatheter pda closure from (B)(6) 2013 to (B)(6) 2022. A total of 177 patients were included in the study, of which 31.1% (55) received an abbott device. The average age was 63 years. The gender percentage was equally 50% male and 50% female.